Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: 9736119r, serial/lot #: unknown. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing. It failed the hardware tests due to computer boot-up and did not perform as intended. System was unresponsive upon boot up. A ¿no input detected¿ error was on computer monitor. Restarting the computer and the system will function normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system used outside of procedure. It was reported that the system becomes unresponsive and after a reboot the system will function as intended. No patient present at time of event. Additional information received on dec 11 2019: the "clinicial" specialist phoned in to report that he was able to recreate the issue. It was determined that the computer needs to be replaced. System was unresponsive upon boot up. A ¿no input detected¿ error was on computer monitor. I had to restart the computer and the system will work function normally. This is the 3rd time this week it has occurred. The system will function normal for a day or two and then just not work the next day. I think the system is unreliable at this time and is not safe for patient use. It could not function properly at any given time.